Manufacturer narrative:
Insulin pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that reservoir lip ring of insulin pump was falling off. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir locked in place while inserted. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.